Event description:
It was reported that during a wrist band surgery during insertion the three swivelocks didn´t hold despite correct usage and following the "rules" for inserting the swivellock. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 17-feb-2021: the three anchors didn't hold (each anchor once after setting) and came back again. No additional hole was drilled, just the three holes which are necessary for this surgical technique.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep.